Manufacturer narrative:
Concomitant medical product: (B)(6) 2019 tacticath contact force ablation catheter, sensor enabled. Abbott complaint number: (B)(4). It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a patient experienced a pericardial effusion and a vasovagal response. During a ventricular contraction ablation procedure, a pericardial effusion occurred. Following ablation on the basal septal wall of the left ventricular, the patient experienced a vagal response. An effusion was confirmed by echocardiogram and was thought to be located from the apex of the left ventricle (lv). Protamine sulfate was used to reverse the effects of heparin. The patient was stable following the procedure. The physician alleged the effusion to the ablation catheter, but could not be sure.